Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and observed the tip sleeve stuck in the up position. Fse replaced the tip clamp. The instrument was tested without further problem and was returned to expected operation.